Manufacturer narrative:
(B)(4).

Event description:
The customer reported a black screen. There was no adverse patient impact reported.

Manufacturer narrative:
The power pca was returned for failure analysis. During the lab test, the reported problem was verified / duplicated; a fuse was found open and was replaced. The power pca passed operational check and defibrillator tests. The available information is consistent with a malfunction of the power pca, connection cable, and display. The cause of the power pca malfunction was an open fuse. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.